Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced no sound. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported no sound which was reproduced during evaluation and found that the backflex was improperly seated in the j6 connector on the input/output printed circuit board. The backflex was properly installed to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.